Event description:
The customer reported being hospitalized due to high blood glucose levels over 800 mg/dl. The customer also experienced a heart attack. Troubleshooting was performed. Found no alarms in the alarm history prior to hospitalization. Prior to the event, the customer noticed that her insulin pump had changed from english to spanish. The customer bolused eight units, but her blood glucose remained high, so she bolused another eight units. The customer did not have a tubing clamp with her at the time of the call. Advised that a tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.